Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: d10. Revert d4 (serial) section to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), an ICU nurse, contacted clinical support regarding a one-time gas loss alarm on a cardiosave iabp. She had already performed basic troubleshooting by pressing the iab fill key, which resolved the issue. Upon inspection, there were no signs of blood, discoloration, or debris in the helium tubing, and all connections were secure. (B)(6) reported the patient was on a ventilator with a peep of 8 and had been coughing frequently during suctioning. These clinical conditions were identified as likely contributors to the alarm. She was advised to monitor the situation and reach out if the alarm recurred multiple times within an hour. Based on the description, transient clinical conditions likely caused a temporary disruption in helium delivery, triggering the gas loss alarm. Troubleshooting steps of pressing the iab kill key has resolved the alarm. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional information. Complaint ID: (B)(4).

Event description:
It was reported that during use of intra aortic balloon, customer called for support regarding a single occurrence of a gas loss alarm on an iab catheter. Upon inspection, she confirmed no visible blood, discoloration, or particulate matter in the helium tubing, and verified that all connections were secure. She resolved the alarm by pressing the iab fill key and successfully resumed therapy. No harm or injury reported.